Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report of partially missing a-rubber from the distal end side of the scope. It was noted that the a-rubber was cracked and the c-cover was found deformed and lifted from the channel pipe, and the bending cover was leaking due to a cut. The damage found was attributed to physical damage from excessive use. The scope had accumulated 813 uses. A review of the device's instrument history showed that the device was last serviced on (B)(6), 2012, and the device has not been returned to olympus for service since then. Per the user manual, proper maintenance and service is required on all devices to ensure patient safety.

Event description:
Olympus was informed that during a bronchoscopy procedure, a piece of the bronoscope's bending rubber approximately 6mm in size broke off and fell into the patient's lungs. However, they were able to retrieve the material using biopsy forceps. There was no patient injury noted and the patient was stable after the procedure.